Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited deflections on an electrogram (egm) indicative of left ventricular (lv) lead loss of capture (loc) and conduction from the right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the left ventricular (lv) lead is currently capturing normally.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited deflections on an electrogram (egm) indicative of left ventricular (lv) lead loss of capture (loc) and conduction from the right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported.